Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn: (B)(6) displayed a tcmid:06 (ce post failure) error was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was burnt pins in the p22/j22 connector. The most probable root cause of the burnt pin was moisture diffusing into the system and vibration during use, causing contact arcing. The event log indicated multiple tcmid:06 around the reported event date, confirming the reported complaint. The thermogard system failed functional testing due to a tcmid:06 error, confirming the reported complaint. The wire harness assembly of the cooling engine and pic 16 were replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn: (B)(6).

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
During preventative maintenance performed by the distributor, the thermogard xp ivtm system (sn tgxp12888) displayed a tcmid:06 (ce post failure) error. No patient involvement.